Event description:
The pt reportedly experienced a decrease in performance and loss of sound. Programming changes were made, and external equipment has been exchanged. The pt's device was explanted. The pt was reimplanted with another cochlear device.